Event description:
T was reported that the patient had migrated to new zealand where they were admitted for fluid overload and a ongoing gastrointestinal (gi) bleed with hypotension on (B)(6) 2025. The patient deteriorated the morning of (B)(6) 2025 and the decision was made to turn the left ventricular assist device (lvad) off in the hospital. The patient passed away soon after. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding was treated conservatively and there were no procedures or invasive measures. The source of the bleeding was not confirmed.

Event description:
It was reported that there were no changes in anticoagulation status at the time of the event. The patient was on a warfarin dose of 0.5mg. No diagnostic testing was done and the bleeding was managed conservatively. There were no symptoms other than hypotension and fluid overload. The device operated as expected. The original bleed was (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.